Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire snapped on the fenestrated bipolar instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. There were also an indentation found at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Evidence not conclusive but pulley damage may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.